Event description:
Note: this report pertains to one of two resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clips devices were used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the physician attempted to place a clip, but it would not detach. Additionally, the same problem occurred on the other resolution 360 clip device. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event that the clip would not detach.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event that the clip would not detach. Block h11: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached and with evidence of full deployment. Dimensional analysis was performed, and all the measures were found within specification. No other problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of full deployment, indicating that the clip did release from the catheter. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take into consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
Note: this report pertains to one of two resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clips devices were used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the physician attempted to place a clip, but it would not detach. Additionally, the same problem occurred on the other resolution 360 clip device. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.